Manufacturer narrative:
(B)(4). Additional concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 62166282. Multiple MDR reports were filed for this event. Please see reports: 1822565-2018-05631. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip revision due to pain, discomfort, corrosion and metalosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
It was reported that a patient underwent right hip revision due to pain, discomfort, corrosion and metalosis as well as femoral erosion and fracture. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay modular neck b 12/14 neck taper use with +0 heads only, pn 00784802200, ln 62316305 femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 62166282 liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, pn 00875101136, ln 62265848 shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners, pn 00875705401, ln 62304068 multiple MDR reports were filed for this event. Please see reports: 0001822565-2019-00499-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right total hip procedure. Subsequently, the patient experienced elevated metal ion levels and underwent a right hip revision approximately 3 years later due to a pathological fracture that occurred as a result of an erosive membrane surrounding the prosthesis. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated that the patient was revised due to fracture of the right greater trochanter. The erosive membrane was excised. Stem was found well-fixed and removed. Cup was well-fixed and retained. New liner, head, and stem were implanted. Hip was reduced and found stable. A plate and cables were used to fix the trochanter. The additional information does not affect the root cause of the previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.